Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a scratched screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; it was noted upon power up the device started double beeping. This found to be a result of the downstream sensor, which was then replaced. The problem source however has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave double beep no cassette/screen damage error code. No patient involvement.